Manufacturer narrative:
Bar roller, latch fever, fowler.

Event description:
It was reported by service report that the fowler was not working, the cot would not load, the lock bar roller was missing, and the spring to latch the lever was broken. No pt involvement or adverse consequences are reported.